Event description:
Indication - common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Patient reported that she is currently infusion and the infusion has not moved for the last 40 minutes. Patient advised that she has the freedom pump 60. Malfunctioning pump winds up but makes unspecified noises in winding. Then does not push fluid through syringe. Had patient and her husband try reloading syringe, but this did not change anything. Serial number: 1384032 patient did not have an interruption to therapy or missed dose. Patient did not experience an adverse event. The defective pump is available for return. No additional information available. Reported to (B)(6) by patient/caregiver.